Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the circumstances that led to their past zapping sensation was they were lying in bed like they did most of the time, and it zapped them with the "whole volts." T was further reported the consumer was sitting with their daughter with the device on 6.0 and they received the "full power constantly for three to five minutes, "and luckily the consumer's daughter was able to turn it off. They didn"t turn the device back on; in order to resolve the issue they met with the manufacturer's representative (rep) who was able to turn the device back on for them.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported he had gotten zapped before. A shocking instance was noted to have occurred on (B)(6) 2016. The patient and he daughter were watching tv. All of a sudden, the shocker gave the patient and a full shock. The patient could not stop it, talk, or move. Luckily the patient&#38112;daughter was there to stop. It had felt life threatening and scary when the patient was shocked with all it had. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their programmer had been acting "goofy" and had zapped them a couple times over the past year. They said that when they were zapped they couldn't talk and their body "wouldn't work." They explained that they don¿t use the programmer often because they don¿t want to get zapped. They noted when they want to adjust settings they meet with a manufacturer representative since they do not feel comfortable using the programmer. This was not an out of box failure and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Regarding the resolution of the zapping and programmer acting goofy, the patient noted that he was not sure about the future. No steps were taken to resolve the zapping and programmer acting goofy; the patient just shut it off as quick as possible. The patient had a horrible pain day the last time he talked to the manufacturer. The patient probably had five or six full zaps at different times over the last four or so years. It was noted that patient started at (B)(6) and was (B)(6) later.